Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97745 lot# serial# (B)(6). Product type programmer, patient h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the poor recharge quality message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# :(B)(4), product type: recharger, product ID: 97755, serial#: (B)(4), product type: recharger, product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.;

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported charging quality goes from excellent to poor without the patient moving and the recharger gets warm. Rep noticed that the patient was creating a gap between their skin and the recharger to where only about 25% of recharger was touching their skin and the rest of the recharger was pulled away. The patient was re-educated on recharging and was able to charge ins with excellent quality. It was reported that they were having recharging issues and the rtm was getting hot. It was reported that they were seeing recharger and software problems and cannot find device. On al screen the patient initially saw 0 and said it was hard to get the numbers, but they did get to 98 during the call. It was later reported that the patient could not seem to recharge their implant. The controller was not recognizing the rtm when plugged in, although the patient could still charge the controller. It was reported that the 97755 wand would not charge the device. The manufacturer representative also reported that there were no issues with therapy, patient stated this is the best they've ever felt. They checked connectivity and electrode impedances all show green with values within normal limits but when they changed reference electrode, one of the contacts goes from 780 ohms to 37k ohms. It was reported that the cont act is not active in programming. Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy). On (B)(6) 2020, it was reported that there was high impedance. On (B)(6) 2020, it was reported that the patient recharger was not charging. The charger would not charge the remote and the patient remote was not communicating with the ins. Additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). It was reported that impedance measurements for electrode 4 were 40000. Actions taken and outcome were unknown. No patient complications were reported as a result of this event.